Event description:
The dr was unable to insert iab through the clear hemostatis valve. He removed the iab from the sheath and then removed the valve from the sheath. He then inserted the same iab into the same sheath without difficulty. On 2/12/97, the following info was reported to datascope: as a result of the event, there was excessive blood loss which actually hit the wall. There were no further complications from the event and the pt was transferred to another facility for emergency intervention.

Manufacturer narrative:
A clear hemostatis valve was returned for eval. No blood noted within the device. Neither iab nor sheath used with valve was retuned for eval. Visual examination of valve revealed that valve gasket was seated properly within valve body. Using lab iab and datascope 10 french, 6 inch sheath, it was possible to pass folded balloon through clear valve without difficulty. Probable cause of difficulty: lab examination of returned clear henostasis valve found no defects. It was not possible to verify reported difficulty during lab examination. In general, difficulty advancing iab into sheath/hemostasis valve assmembly may be attributed to one or more of following: * user may have not drawna sufficient vacuum on balloon during its removal from blister tray. * if drawn, a vacuum may have not been maintained throughout insertion procudure. * during insertion and advancement of sheath, sheath may have hit opposing wall of artery causing it to kink. * pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into sheath. * during iab insertion, balloon tip may have hit opposing wall of artery as it exited end of sheath. * catheter and/or inner lumen kined during insertion if balloon was not suported by a guide wire. * catheter was held too far back from site of insertion.